Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was trying to change the infusion set and received a no delivery. Was unable to get the fill tubing to work. Customer's blood glucose was 116mg/dl. After troubleshooting, the insulin did not exit. Customer stated they had another set, advised to manually push plunger to see if insulin exits the tubing, insulin did not exit. Advise customer to try a new reservoir with current set and run manual prime, she was unable to get the plunger push to work. Customer stated the reservoir seems to be leaking; not connected to anything. Customer called back later that day, pump is stuck in the fill tubing. She pressed esc and was unable to get out of the fill tubing. Assisted with complete set change in order to be able to prime her pump and get out of the fill tubing. Customer was able to successfully prime and see drops. Customer realized she had left half of the paper backing on it. Customer stated the pump was working and would care of the rest.

Manufacturer narrative:
Evaluated three opened/used reservoirs, inspected reservoirs, snap-cap, and septum for anomalies; none were found. Ran occlusion test, reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connected into pump was able to perform manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.